Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was explanted due to a non-product experience. No additional adverse patient effects were reported.